Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital emergency room having passed out. A remote monitoring transmission indicated that non-sustained episodes had been recorded with occasional ventricular oversensing and undersensing noted. The rhythm was noted to be below the programmed detection therapy zone criteria. Additionally it was noted that non-physiologic oversensing occurred during a stored episode nearly a month earlier. Reprogramming was indicated to have lowered the detection zone for ventricular tachycardia and added a new zone for fast vt. No further patient complications have been reported as a result of this event.